Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported hypoglycemia could not be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The twiist aid system user guide provides information about the potential causes of hypoglycemia and how to prevent it. The user guide also provides information regarding the workout preset, stating, "when you would like to exercise, use the workout preset to temporarily raise your correction range. The twiist aid system will use your workout range to help reduce the risk of low glucose events." At this time, no additional information has been made available to millyard advanced medical products, llc for further evaluation.

Event description:
An initial event notification was received by sequel med tech, llc, on 21-apr-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that while working in the yard on (B)(6) 2026, their glucose value decreased to 25 mg/dl. The user was given a sugar gel pack and canned fruit by their spouse to resolve the hypoglycemia. The user further reported that they had not been using the twiist workout preset leading up to the event and stated that they would use this feature in the future.